Manufacturer narrative:
Hamilton medical ag reference number :(B)(4). Follow-up 1: investigation outcome. Upon reviewing the logfile data, the following observations were made:no calibration activity was recorded on 15-09-2025.on this date, the ventilator was simply powered on, accessed in service mode, and the logfile was exported. The last calibration was successfully performed on 14-09-2025, during which no abnormal alarms were observed. However, multiple ¿loss of mains power¿ alarms were recorded both before and after the calibration on 14-09-2025 and again when the unit was powered on the next day. The issue was resolved by replacing the battery with a new one. The removed battery was found to have a crack on the side. Following replacement, all required service tests and calibrations were performed and passed successfully.

Manufacturer narrative:
Hamilton medical ag ref. No. (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description:during the flow sensor check, the ventilator screen turned off and a steady high-pitched alarm sounded. The ventilator was unplugged and turned back on, but the screen remained off and the alarm continued. After waiting about 5 minutes, it was restarted again. This time, the screen turned on and the ventilator started in pcv mode immediately. "Vent ended up passing check out after" it is important to emphasize that no patient was involved, and therefore, there was no clinical impact.